Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation 2.0 x 7 mm, lactosorb screw, catalog #: 915-2301, lot #: 213350. Biomet microfixation 2.0 x 7 mm, lactosorb screw, catalog #: 915-2301, lot #: 520180. Biomet microfixation 2.0 x 7 mm, lactosorb screw, catalog #: 915-2301-ea, lot #: 262200. Biomet microfixation 2.0 x 7 mm, lactosorb screw, catalog #: 915-2301-ea, lot #: 262250. Biomet microfixation 2.0, lactosorb system l-plate - right - regular, catalog #: 915-2101, lot #: 816200. Biomet microfixation 2.0, lactosorb system l-plate - left - regular, catalog #: 915-2102, lot #: 499770. Biomet microfixation 2.0, lactosorb system l-plate - left - regular, catalog #: 915-2102, lot #: 816230. Therapy date: (B)(6) 2017 (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the devices were resorbed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00312, 0001032347-2018-00313, 0001032347-2018-00314, 0001032347-2018-00315, 0001032347-2018-00317, 0001032347-2018-00318, and 0001032347-2018-00319.

Event description:
It was reported there was a revision due to swelling. The original procedure was a lefort type I osteotomy. "As far as doctor saw, symptoms swelling did not appear, so it was taken as a follow-up observation." "After two weeks the doctor asked the patient that affected area had swollen" and decided to operate. During the revision it was identified "the residual of lactosorb (ls) could not be confirmed." No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The distributor reported this event (B)(4) is a duplicate report. This event was previously reported in 0001032347-2018-00184, 0001032347-2018-00185, and 0001032347-2018-00186 (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00312-1, 0001032347-2018-00313-1, 0001032347-2018-00314-1, 0001032347-2018-00315-1, 0001032347-2018-00317-1, 0001032347-2018-00318-1, and 0001032347-2018-00319-1.